Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. The physician does not know what caused the migration. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Reporter stated that a catheter revision was performed as a result of catheter migration out of the intrathecal space. The patient had complained of increased pain. During the revision, the physician trimmed the catheter and added in a new segment. The revised portion was discarded.